Manufacturer narrative:
No cracked case noted at the reservoir tube. The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 63 mg/dl at the time of the incident. The customer stated that the reservoir compartment is cracked. The product was returned for analysis.